Event description:
A report was received that the patient¿s right lead was non-functioning. High impedances were noted, but the physician was unsure why it presented. The patient will undergo a lead revision procedure.

Event description:
A report was received that the patient¿s right lead was non-functioning. High impedances were noted, but the physician was unsure why it presented. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced. It was reported that both leads were found to be defective. The reason behind the problem was unknown. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm, model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient¿s right lead was non-functioning. The patient will undergo a lead revision procedure.